Manufacturer narrative:
This supplemental report is being submitted to provide additional information and updates regarding the ongoing scope investigation. An olympus ess (endoscopy support specialist) was dispatched to the user facility to perform observation of the facility and training of user facility personnel with respect to the reported event. The ess found that the user facility will occasionally use a standard bronchoscope in the same procedure before deploying the olympus ebus scope. After the standard scope is removed, it is not immediately precleaned, but instead is placed aside in a case before potentially being used again later in the same procedure. The ess advised the user facility to discontinue this practice and instead use a new standard scope after the ebus scope is done. The ess also performed training on reprocessing steps. If additional information becomes available, this report will be updated accordingly.

Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation is pending completion, as the investigation is ongoing. As part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the user facility¿s reprocessing practices and to provide reprocessing training as necessary. The subject scope will also be sent to an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The 7 of 7; olympus was informed that a bronchoscope was reported to have seven positive cultures following seven bronchoscopy procedures on seven patients. This complaint addresses the seventh patient. The patient had pre-existing cancer. There was no reported infection following the procedure. The positive culture had stenotrophomonas maltophilia only. With regard to processing: the scope was leak tested prior to manual cleaning using an unknown leak tester. For pre-cleaning after the procedure, the scope was wiped on the outside. First step bedside cleaner was used to clean the scope and was also sent through the channel. The scope was also hand-washed on the outside. The brush for manual cleaning was a single use us endoscopy brush model 00711-609. After manual cleaning, an unknown serial number olympus oer-pro reprocessing system was used; the oer-pro solution concentration was checked before use. There have been no reported reprocessing issues with the oer-pro. The scope itself was stored by hanging in a cabinet and air drying. It was reported that the user facility has not had a reprocessing in-service since the oer was purchased and that there have been new reprocessing personnel since.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results and the device evaluation findings. The scope was sent to an independent laboratory for microbial testing. The instrument channel of the scope was cultured. The culture tested positive for staphylococcus epidermidis and bacillus niabensis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection of the scope, including exterior inspection and inspection using an olympus boroscope and telescope test equipment. Olympus did not find any find any signs of foreign material / substance / stain inside the biopsy channel, biopsy port, and suction port. There were also no signs of foreign substances or materials with the insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens/glue, and objective lens/glue. Instead the olympus inspection found multiple cuts and a leak on the bending section cover, attributed to mishandling. As preventive measures, the scope instruction manual contains warning statements for preventing cross contamination and equipment damage: ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance.¿ before the procedure, ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ and in general ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury¿.